Event description:
It was reported that treatment was performed on a long lad lesion, which was midly calcified. After implantation of two vision stents in the mid and proximal lad, an attempt was made to place another vision in the proximal vessel, but it was unsuccessful. The vision was removed and a balloon catheter was advanced to the lesion, but it would not cross. While exchanging the guiding catheter, the stent was observed to have separated from the vision balloon in the left main artery. An attempt to remove the stent was unsuccessful, so a balloon catheter pushed the stent down the vessel and the stent was deployed distal to the lesion. Another stent was deployed to cover the remaining lesion.